Event description:
Two pt samples with discrepant digoxin results. Sample 1, initial result gave 4.1 ng/ml, repeated twice, gave results of 2.7 and 0.7 ng/ml. Sample 2, initial result gave 1.5 ng/ml; repeat gave 2.5 ng/ml. Erroneous results were not reported. The field service rep determined there was a problem with the sample probe. Performance test were performed.